Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. The user shows no reaction during single channel stimulation. No trauma or accident was noticed by the user's parents but user suffered recently from varicella. Appointment with the surgeon is scheduled.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device is affected. The user shows no reaction during single channel stimulation. No trauma or accident was noticed by the user_s parents but user suffered recently from varicella. The recipient was re-implanted on (B)(6) 2018.